Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges that the patient sustained unspecified injuries on or about (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 13 years 3 months post implant of composix mesh, patient was diagnosed with bowel perforation, fistula, abscess, infection, adhesion and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists bowel perforation, fistula, abscess, infection, adhesion and scar tissue as possible complications. The warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2004. As reported, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges that the patient sustained unspecified injuries on or about (B)(6) 2019. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2004 - patient was diagnosed with incarcerated periumbilical hernia thereby underwent open repair with implant of composix kugel. Per operative notes, ¿the hernia sac contents were reduced. A composix kugel was placed and sutured." (B)(6) 2017 - patient was diagnosed with small bowel fistula, infected mesh thereby underwent removal of composix kugel. Per operative notes, ¿dense scar tissue was encountered. There was a bowel perforation at the proximal end of well-developed abscess cavity underlying the mesh. The mesh firmly adherent fascial tissues was removed completely. The small bowel involved by the fistulas and densest of the adhesions was resected along with second segment of perforate bowel. The mesenteric defects were closed with sutures." Attorney alleges that the patient had abscess, adhesions, bowel perforation, bowel removal, fistulae, infection, pain and emotional injuries.